Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer received information in relation to an everflo oxygen concentrator. The device was returned to third party service center due to alarming. The service center reports finding found sieve beds blown, solenoid not switching, flow meter cracked, compressor rattling, regulator broken, pca board has no lights, power cord chewed off, filter cover missing. The service center replaced all necessary parts.